Manufacturer narrative:
The device was requested for return, but was not returned for analysis. The issue of excess glue on ear loops being scratchy did not result in an injury, but has the potential to require medical intervention or an injury if reoccurs. The lot number was not provided. Details regarding the user are unknown such as any known allergies, age or sex. The duration of time the device was in use for is also unknown, as well as if this device was reused or used for the first time. Complaint trends will continue to be monitored for risk and trends, with actions taken as appropriate. Complaint reference: (B)(4).

Event description:
A hospital representative stated that the loops that seal the to the mask had excess glue on them due to their hot seal. The representative stated that the extra glue makes the masks itchy.